Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However the insulin pump was received with moisture damage on the electronics, motor, vibrator, keypad and battery tube assembly. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during basal. Troubleshooting was done. The customer reported that the insulin pump might have been exposed to a strong magnetic field from an aorta gram. The customer also reported that the insulin pump might have been exposed to water. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.